Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed to change the battery but her battery cap was stuck. The patient's blood glucose at the time of incident was 431 mg/dl. Troubleshooting was initiated for the battery cap removal. The customer was advised to remove the battery cap with a quarter, and when they failed she was told to use a large, flat-head screwdriver, which also failed to remove the cap. The customer was walked through retrieving her pump settings before the battery stopped working. She was advised to discontinue use of the pump, but that if she continued to use it then to monitor the pump closely. The insulin pump was not returned for analysis and a replacement device was shipped to the customer.